Manufacturer narrative:
Conclusion code field left blank. No available code for undetermined or unknown cause. The customer¿s report of a broken male luer was confirmed. Visual inspection found multiple cracks in the male luer wall. Functional testing could not be performed due to the damage. The root cause of the breakage could not be determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the extension set is placed onto a sterile field and when the set is connected to the mating product, the male spin collar breaks apart and on occasion the male luer tip breaks off. Note with received product "screw on part cracked". No patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the male luer on the extension set broke while in use on a patient. No patient harm reported.